Manufacturer narrative:
The pacemaker was returned for analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that during a normal pacemaker replacement procedure, the physician experienced difficulty removing the atrial lead from the header. As a result, the lead sustained damage preventing reuse. The atrial lead was surgically abandoned and replaced with a new atrial lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the right atrial (ra) lead as well as the right ventricular (rv) lead. Past evidence has shown that the silicone surfaces of the lead and the pacemaker header can become partially bonded over time, thereby making lead removal difficult. This appears to be the cause of the observed difficulty removing the ra lead from the header of this device. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.